Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels, diabetic ketoacidosis, and vomiting. Customer was treated with intravenous fluids and insulin, and expected to be released from the hospital on (B)(6) 2015.